Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that ¿approximately 2-4 weeks ago, one of the set screws has popped off and now the patient needs a revision surgery to correct this. No additional patient information was reported. ¿

Manufacturer narrative:
(B)(6). (B)(4). Applicable images were returned for evaluation. Ap and lateral view shows left upper set screw has loosened and disassociated allowing rod to rise up out of screw saddle. Construct is of a one level upper lumbar fusion. The cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.